Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that the eye tracker was not working as intended and setting was also unstable in the unknown eye of a patient, during unknown timing.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of event. During onsite visit the field service engineer adjusted the eye tracker. Performed system verification meets specification as per service installation record. The root cause of the reported issue could not be determined conclusively. Not enough information was provided to properly complete an investigation. The manufacturer internal reference number is: (B)(4).